Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted. This report is for an unknown transfer set, (B)(4) addresses the automated pd set with cassette report, (B)(4) addresses the minicap report, (B)(4) addresses the titanium adapter report for this patient.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient visited the hospital two days after the onset of the reported event and received unspecified antibiotics prescription (dose, route and frequency not reported). The pd therapy was ongoing. The patient has not yet recovered from the peritonitis. Additional information was requested, but the reporter declined to provide any further information on the event. This is report 1 of 4.